Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room during a generator replacement, oversensing was observed on the ICD. Review of the egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were made. Patient will be monitored with routine follow-up.